Manufacturer narrative:
Final analysis concluded that the reported clinical observations were due to a small piece of the plastic header material which was partially obstructing the rv is-1 header port. Additionally, a small piece of header material (i.e., tecothane) was partially obstructing the rv is-1 spring contact component.

Manufacturer narrative:
The chronic defibrillation lead remains in service. No adverse patient effects were reported. The attempted device was returned for laboratory analysis. Initial analysis indicated an issue with the rv is-1 header port. Visual inspection noted material in the tip barrel port and a partial blockage of the spring contact component. The device is undergoing additional analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific crm received information that during the device replacement procedure, the rate/sense portion of the chronic defibrillation lead could not be fully inserted into the port on this new implantable cardioverter defibrillator (ICD). It would not go past the setscrew. Mineral oil was tried without success. Inspection of the lead barrel and backing out the setscrew did not help. A second device was used. Again difficulty was experienced in inserting the lead, but with mineral oil the lead was successfully inserted.